Manufacturer narrative:
A1: patient identifier: requested, not available due to hopsital policy a2: age & date of birth: requested, not available due to hopsital policy a3: patient sex: requested, not available due to hopsital policy a4: weight: requested, not available due to hopsital policy a5: ethnicity: requested, not available due to hopsital policy a6: race: requested, not available due to hopsital policy e3: occupation: specials rt supervisor the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was a stroke patient. An 8 french right groin access was performed for the procedure. The doctor did not take a groin shot; however, the doctor deployed an 8 french angio-seal with no issues. Once the patient was brought back to recovery, they could not detect any distal pulses on patient's right leg and determined the patient had a cold leg likely due to the angio-seal device. That same day, the patient was taken back to surgery where a vascular surgeon was able to successfully recover the angio-seal anchor. It was determined that the patient was in fact a vascular path and in hindsight was not a good candidate for the angio-seal based on the amount of disease around access site. The angio-seal was removed successfully, and patient had no further issues occur that were related to the angio-seal device. The procedure performed prior to the angio-seal device was an angiogram. The blood loss was less than 250cc's. The event results did result in patient injury and medical/surgical intervention was required. The patient had surgery to remove the angio-seal device. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-operative.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5.

Event description:
Additional information was received on 08dec2023: the patient was in stable condition. There were no difficulties noted with arterial access, sheath, guidewire, or catheter insertion. The patient was noted to have severe pad with calcium throughout most of vasculature. Deployment went normal. No device issues occurred.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for potential anchor/collagen deposition into the artery. The exact root cause cannot be determined. The likely cause was determined to have been patient factors or deployment technique contributing to the adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).